Manufacturer narrative:
The patient was born on an unreported date in 1966. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿the patient was exposed to poor environment or source of water¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Thirteen days after onset, the treatment with the antibiotics was discontinued, the peritonitis was resolved, and the patient was recovered from the event. No additional information is available.